Manufacturer narrative:
The meter and test strips were requested for investigation. The customer's meter and test strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr. Donor 2 inr: 2.6 inr. Donor 1 hct: 54%. Donor 2 hct: 49%. Testing results: donor #1: retention meter and master lot strips: 2.6 inr. Returned meter and returned strips vial# 00410750 strips: 2.7 inr. Returned meter and returned strips vial# 00410831 strips: 2.6 inr. Donor #2: retention meter and master lot strips: 2.6 inr. Returned meter and returned strips vial# 00410750 strips: 2.6 inr. Returned meter and returned strips vial# 00410831 strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The alleged result of 2.2 inr was observed in the meter memory. The alleged result of 3.3 inr was not observed in the meter memory with a date of 27-aug-2019. There is a result of 3.3 inr in the meter memory with a date of 26-aug-2019. Relevant retention test strips (lot 368890) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs professional meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 3.3 inr. Since this result was high, the test was repeated. The 2nd result from the meter was 2.2 inr. It is not known if a new finger or finger stick was used for this test. A sample was obtained for the laboratory "immediately" and the result was 2.0 inr. The patient's therapeutic range is 2.0 - 3.0 inr. Any medical decisions were made based on the laboratory result as it was believed to be correct.